Event description:
It was reported that this issue occurred during a sacroiliac and thoracolumbar procedure. The imaging system was aborted after a five minute delay. There was no reported impact to the patient. It was reported that after imaging was aborted, the procedure was completed with the use of a c-arm.

Manufacturer narrative:
H2: there is a duplicate regulatory report for this event, rr# 3004785967-2021-01316. In the duplicate complaint, it was reported that this event occurred during a procedure, see b5. H2, h3: the power tray was returned without fuses. The rep installed known good fuses, installed power tray into a test system. The synqor in the power tray assembly failed, it is not powering on the charger assembly. Faulty power tray assembly. The pcba was defective. Previously reported codes b01, c02, and d02 are applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H2) additional information: see b5. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the issue occurred pre-operative when no patient was present in the operating room (or). The facility opted to use a c-arm in lieu of the medtronic imaging system for the subsequent procedure.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: bi71000314, product ID: bi71000144, product ID: bi71000135, product ID: bi71000175, product ID: bi71000860, product ID: bi71000195, product ID: bi71000162, product ID: bi71000163. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that when booting on the system it would go into stand alone mode and show a firmware mismatch. Technical services (ts) had the site boot in the correct sequence and both errors still occurred. The site also reseated the umbilical with no change. There was no patient present.